Event description:
During follow-up, post-sensed t-wave oversensing was observed. No intervention has been performed and no adverse consequences were reported. Further information was requested but is not yet available.

Event description:
Additional information received indicated the patient was in stable condition and the physician elected to monitor the patient.